Manufacturer narrative:
Corrected information provided in b.2. Additional information provided in d.10., and h.10. There is no exact event date. The literature article event dates took place from (B)(6) 2012 to (B)(6) 2017. Literature article is attached to this report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported a patient experienced zonule dialysis. Vitrectomy was performed. Intraocular lens (iol) was inserted at primary procedure. A secondary procedure was performed to wash out the anterior chamber and reposition the iol. Iol was positioned in the anterior chamber. There are multiple related reports associated with this literature article. This report addresses patient five and other manufacturer reports will be filed.

Manufacturer narrative:
After review of reported event as well as related literature, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).